Event description:
It was reported that customer was hospitalized due to fall down a step causing a broken shoulder. The customer's blood glucose was unknown mg/dl. The customer was unsure if she was low. The customer was admitted at (B)(6) on (B)(6) 2014. The patient declined to check insulin pump further. The customer was advised to speak to healthcare provider about temp basals and call if needs further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.